Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited high threshold measurements in the past. The rv lead was reprogrammed and later in time, the rv lead was explanted and replaced for an unknown reason with no further allegations relating to this event being made against it. No additional adverse patient effects were reported.